Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the aspiration failed during the procedure. The product was replaced and procedure completed with no patient harm. The sample was discarded by the customer.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The root cause of this customer's complaint cannot be determined as a sample was not returned for investigation, however, an action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. The manufacturer internal reference number is: (B)(4).